Event description:
A report was received that during a lead revision procedure, the physician noticed that the patient had an infection at the pocket site. The physician prescribed the patient IV antibiotics.